Event description:
Caller reported a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reload the cartridge using the proper technique, successfully resuming insulin therapy, and the issue was resolved.